Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator stored multiple false egms of noise reversion. It was noted that the patient was seen in mid (B)(6) 2016 for shortness of breath but the noise episodes did not seem to correlate to the patient's symptom. No additional information was reported.